Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte day aligner, patient experienced allergic reaction within 3 days of wearing aligners. They reported that they were treated with antibiotics for an infection in their throat. After 5 days of antibiotic treatment, they tried the aligners again. With in hours, they had red itchy throat, swelling, difficulty swallowing and red and inflamed gums. Aligner treatment stopped.